Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information confirmed that the same dcs and valve were inserted into the patient 3 different times per physician choice with the anticipated aortic insufficiency following the pre-dilation of the existing transcatheter valve.

Manufacturer narrative:
Image review: four media files were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a previously implanted evolut r. It was reported that the patient had developed stenosis during use. A reintervention was performed using an evolut fx+. Prior to implantation of the second valve, a pre balloon aortic valvuloplasty was performed, followed by leaflet modification methods. There is evidence that during the implantation of the second evolut, cardiopulmonary resuscitation efforts were initiated. It was reported that the valve was implanted but subsequently the patient died. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during an attempted transcatheter aortic valve replacement procedure, in a patient with an existing evolutr valve failing due to severe aortic stenosis with a mean gradient of 40 mm hg, a bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery (basilica) obstruction was performed on the left coronary cusp. The basilica was deemed successful and the patient remained hemodynamically stable. A pre-implant dilation was performed using a 23mm non-medtronic (true) balloon through an 18fr non-medtronic (gore dryseal) sheath. Following the pre-implant dilation, aortic insufficiency (ai) was noted; however, the patient's pressure was supported by anesthesia. A 14fr delivery catheter system (dcs) was inserted into the patient through the 18fr non-medtronic sheath over a non-medtronic (safari) guidewire via the right femoral artery (rfa) and navigated to the heart. The physicians were unable to advance the dcs across the frame of the existing evolutr valve; manipulation of the non-medtronic guidewire and rotation of the dcs handle did not resolve the issue. The dcs was withdrawn from the patient and the non-medtronic (safari) guidewire was exchanged for a different non-medtronic (lunderquist) guidewire. After insertion of the non-medtronic (lunderquist) guidewire, the dcs was re-inserted into the patient via access in the rfa, and again navigated to the heart. Still, physicians were unable to advance the dcs through the existing frame of the evolutr valve. The dcs was withdrawn a second time. Next, a non-medtronic (am platz) snare was inserted in an access site at the left femoral artery. The dcs was re-inserted a third time into the access at the rfa and navigated to the heart. The physicians snared the evolut fx dcs and successfully crossed the existing evolutr valve. The dcs deployed the valve to 80%. However, the patient became hemodynamically unstable due to ai from a combination of the basilica and the pre-implant dilation. The patient developed ventricular fibrillation. Subsequently, cardiopulmonary resuscitation was initiated and defibrillation was performed. The physicians chose to implant the valve on the first deployment attempt at an approximate implant depth of 0-1mm at the inflow portion of the existing evolutr valve frame. The patient was intubated. A transesophageal echocardiogram was performed and confirmed there was no injury to the aortic root or the left ventricle; however, the patient remained hemodynamically unstable. Resuscitation efforts were unsuccessful and the patient died. Following the case, the physicians debriefed and reported the cause of death was due to severe ai that presented after the pre-implant dilation of the existing evolutr valve.

Manufacturer narrative:
Section d information references the main component of the system. An additional device associated with the system and in use during the event: medtronic product ID: evfxplus-29, serial#: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4). Continuation of d10: other medical products in use during the event include: medtronic product ID: amplatz snare, lot #: unknown, ubd: unknown non-medtronic product ID: bd 23mm true dilatation balloon, lot #: unknown, ubd: unknown non-medtronic product ID: 18fr gore medical dryseal introducer sheath, lot #: unknown, ubd: unknown non-medtronic product ID: boston scientific safari guidewire, lot #: unknown, ubd: unknown non-medtronic product ID: cook medical lunderquist guidewire, lot #: unknown, ubd: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: as stated in the instructions for use (IFU), the safety and effectiveness of the bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. A medical safety assessment was completed and determined that, based on the information provided, the event of aortic stenosis is assessed as likely related to the pre-existing valve (unknown date of implant) which required implantation of a valve-in-valve. The event of aortic insufficiency (ai) is assessed as likely related to the re-intervention procedure where a pre-implant balloon dilation and basilica procedure were done, likely causing the significant ai resulting in hemodynamic instability, resuscitative measures and death. Delivery catheter system (dcs) difficulty crossing the existing valve with multiple attempts with various guidewires and maneuvers, prolonging the procedure, deployment and ai, may have been a contributing factor to the events. There was no evidence of aortic root or left ventricular injury as a potential source of the hemodynamic instability. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was reported that the physicians were unable to advance the dcs across the frame of the existing valve. Hemodynamic instability and hypotension are known potential adverse effects per device IFU and are typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc.). Conduction disturbances are known potential adverse effects per the IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. There is no information to suggest that a failure to meet manufacturing specifications was related to these events. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.